Event description:
Dealer states in the last six months he has gotten 4 or 5 calls on the same type of product. Date codes were unavailable. He states the units have too much "sway" in the arms. He states the units are shaky and the customers feel like this is unsafe. Nothing being replaced today.